Event description:
It was reported that during a da vinci-assisted surgical procedure, the synchroseal tip fell off. There was no report of patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have a bent main tube. The bending damage is located at the midpoint area. This causes the jaws not to open and close properly. Components adjacent to this bent main tube do not show damage. Common causes of the failure mode bent instrument main tube are attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Applying excessive force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal can also cause bending. The instrument was found to have the jaw cover torn. The tears measured roughly .0540" x .1025". Visual inspection displayed no signs of missing fragments. There are no signs of thermal damage present at the end of any tears. Root cause attributed to mishandling. The instrument was returned with the power cord cut off. Visual inspection did not reveal any thermal damage or signs of "melting".